Manufacturer narrative:
Patient stated she is allergic to latex but did not experience the blistering she usually gets when exposed to latex. She did not need to use her epipen for the allergic reaction. Product is manufactured and labeled as not made with natural rubber latex. User's doctor said he was not sure what caused the reaction.

Event description:
Patient (user) tried a sample of a t12 catheter and after withdrawing it she felt a burning sensation and reported her urine had a strong smell so she thought she might be getting a urinary tract infection (uti). The next day the burning increased and the urethral area swelled and turned very red. Patient took benadryl for what she reported as an allergic reaction. On (B)(6) 2019 she saw her urologist and tested positive for a uti. She was prescribed an antibiotic and has fully recovered. Patient has changed to another manufacturer's catheter.